Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with a critical error. Customer's blood glucose was 105 mg/dl. Troubleshooting was performed. The insulin pump will be returned.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm. The insulin pump was received with critical pump error alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with corroded battery tube, scratched case, cracked case on the side of the pump at the battery compartment, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.